Event description:
It was reported that a patient underwent a left elbow arthroscopy on (B)(6) 2009 and suture was used. Three weeks post-operatively, the patient's surgical site opened up. The patient then developed a severe, (B)(4) infection at the end of (B)(6) 2010 which lasted until early (B)(6) 2010. The surgical wound opened up again in early (B)(6) 2010. The infection at this point was (B)(6). The decision was made to have a second surgery on (B)(6) 2010 using a different suture.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.